Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photos identified: rupture: not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported device rupture. Device has been explanted and replaced with a non-allergan device. This relates to right side.